Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. Vascular access was obtained through the right femoral artery. The 99% stenosed target lesion was located in a moderately tortuous left superficial femoral artery. A non-bsc introducer sheath was inserted. The first two non-bsc guide wires inserted were unable to cross the lesion. A third non-bsc guide wire was able to cross the lesion. The sterling, mr, 6.0 x 20/135 (4f) balloon catheter was selected for predilatation and advanced to treat the target lesion. The balloon was inflated once to 6 atm. During the second balloon inflation, the balloon ruptured at 8 atm. The procedure was completed with another sterling mr 5.0 x 20 balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).